Manufacturer narrative:
The head of the returned screw was found to be damaged and broken off. It is unknown how or when this damage occurred. There were no other anomalies noted. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. Damage to the head of the screw may occur when the screw is improperly engaged with the driver blade, particularly if the driver blade is dull. A review of the manufacturing records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken intraoperatively. According to the report, the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.